Event description:
New information was received on (B)(4) 2019 stating that the patient presented in clinic again due to t-wave oversensing. Programming changes were recommended. The physician decided to not make any changes at this time due to the rarity of occurrence.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited t wave oversensing. The device was reprogrammed and the patient was stable.